Event description:
It was reported an error message was received while attempting to interrogate the device. The egms were cleared and the device was interrogated normally. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.